Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and noise reversions prior to revision. The lead was capped and replaced. The patient's condition was fine post procedure.